Event description:
The report from the descover database indicated that approximately seven (7) months after the index procedure the patient had restenosis in two (2) of the three (3) stents implanted during the index procedure. The indication for the procedure to treat the restenosis was positive stress test. The patient was reported to be complaint with his antiplatelet therapy. The target lesions for the restenotic event were: left main coronary artery (lmca) which will be lesion #1-1, and the mid/distal circumflex (lesion #1-2). The stent implanted in the proximal circumflex (lesion #1-3) was reported to be patent. The lmca (#1-1) was reported to have an 80% stenosis and the mid circumflex (#1-2) also an 80% stenosis. The restenotic lesions were treated by implantation of additional cypher stents. The patient was discharged the following day with a discharge diagnosis of coronary artery disease (cad) status post stent placement to the left main and left circumflex.